Manufacturer narrative:
Device was discarded.

Event description:
Customer reported that when she was changing a cartridge, she noted it had been leaking from the bottom of the cartridge. She noted a "small amount of insulin" in the pump and cleaned it out. She noted elevated blood glucose results. She changed the infusion set and cartridge then performed a bolus. No adverse event was reported. The alleged product was requested for evaluation; however, she discarded the cartridge so it is not available to return. The customer was unable to provide the lot number or expiration date.